Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that the onetouch ultra2 meter displayed an inaccurately high result compared to another meter. The complaint was classified based on the customer service representative (csr) documentation as the medical surveillance specialist (mss) was unable to reach the patient to obtain additional information relating to the complaint. The patient reported that the subject meter was reading inaccurately on (B)(6) 2018 at 7 am, when she obtained an alleged inaccurately high blood glucose result of ¿79 mg/dl¿. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient did not specify how she usually manages her diabetes and did not report whether she made any changes to her usual diabetes management regimen in response to the alleged low reading. At an unspecified time after the product issue occurred, she developed symptoms of ¿sweating and feeling shaky¿. The patient claims that she then tested her blood glucose on her ¿accucheck¿ meter and obtained a result of ¿53 mg/dl¿. The patient did not report whether she received any treatment or medical intervention. During troubleshooting, the csr confirmed that the patient¿s meter was set to the correct unit of measure. The patient had followed the correct testing process and she used an approved sample site to obtain the blood sample. The strips had not been open longer than the discard date, had not expired, and had been stored correctly and the vial was not cracked or broken. The csr also noted that the patient did not have a control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.